Manufacturer narrative:
Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec commented that there was a multi-organ failure and adjudicated death event as non-cardiovascular. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the rca. Approximately 9 months post procedure , patient suffered brainstem infarction which was reported to be associated to a neurological event. Event as treated with medication. Patient died 5 months later. Investigator and sponsor assessed event is not related to device or anti-platelet medication.